Event description:
It was reported that when the programmer was on for any longer than 10 minutes a message would appear that the programmer was overheating and needed to be shut off. The programmer has been returned to service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) power supply was very noisy. Fan in the power supply would not work consistently causing a overheat.